Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the articulation lever was broken at the weld. During functional testing it was observed that when the handle was actuated the device would not fire. The instrument was disassembled for visualization of internal components. This examination found that the grasping mechanism was fractured. The fractured component prevented the device from firing. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. Replication of the broken articulation lever may occur if excessive torque is applied to the lever when applying on tissue thickness. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a throcic procedure, the surgeon was able to pressed the green button and squeezed the handle but the stapler did not fire. Another handle was used to complete the case. There was no patient injury.